Manufacturer narrative:
Customer returned insulin pump for an alleged critical pump error (open book image) alarm, pump error 35 alarm, and moisture damage found on (B)(6) 2021. The insulin pump was received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank display. The insulin pump was cut open to perform visual inspection. Heavy corrosion and moisture damage was found on the electronic assembly electrical board 1 and electrical board 2, keypad flex tail, vibrate harness assembly, motor and force sensor. A test case, electrical board 1, motor, and force sensor was swapped out and successfully downloaded firmware utilizing crest and successfully downloaded the trace/history files using thus. A review of the downloaded history files show the insulin pump alarmed pump error 35 on (B)(6) 2021 at 15:47 which caused the critical pump error (open book image) alarm. Critical pump error (open book image) alarm and pump error 35 alarm are due to moisture damage on the force sensor. The force sensor zero offset is within specification (23.8 milivolts) and a test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked battery compartment, cracked select button keypad overlay, stained keypad overlay, end cap address label fading, and pillowing keypad overlay. The insulin pump was received with a blank display due to moisture damage. Swapped electrical board 1 and the pump powered up with a critical pump error (open book image) alarm. Critical pump error (open book image) alarm and pump error 35 alarm are confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error while swimming. Customer reported that they received open book image on the insulin pump screen. No harm requiring medical intervention was reported. The device will not be returned for analysis.